Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath of the core wire was torn and separated. The patient presented with chest pain. The 50% stenosed target lesion was located in the calcified and mildly tortuous left anterior descending artery. A 1.50mm rotalink¿ burr was selected to treat the target lesion. Platform testing was performed at 180,000rpm without issue. The rotalink¿ burr was then advanced inside the patient and positioned near the lesion. Upon ablation, it was noted that the speed went up to 175,000rpm for a few seconds and then stalled. Reconnection of the system was performed, however the device still stalled. The physician pulled the system outside the patient and found that the sheath of the burr catheter was torn mid shaft and separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned analysis. The handshake connection was inspected and no damage was noted. The coil was observed to be kinked proximal to the handshake connection. The complaint unit was wet tested and revealed that there was a tear in the sheath around the distal coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. As a result the device could not be successfully wet tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the sheath of the core wire was torn and separated. The patient presented with chest pain. The 50% stenosed target lesion was located in the calcified and mildly tortuous left anterior descending artery. A 1.50mm rotalink burr was selected to treat the target lesion. Platform testing was performed at 180,000rpm without issue. The rotalink burr was then advanced inside the patient and positioned near the lesion. Upon ablation, it was noted that the speed went up to 175,000rpm for a few seconds and then stalled. Reconnection of the system was performed, however the device still stalled. The physician pulled the system outside the patient and found that the sheath of the burr catheter was torn mid shaft and separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.